Event description:
Pt with history of hypertension, aortic stenosis and polycythemia vera, well controlled with occasional phlebotomies. Underwent aortic valve replacement in 2002. Approx 10 minutes into being placed on bypass, the tubing to the inlet of the oxygenator was disconnected, spilling approx 1 liter of blood. Bypass was discontinued to reconnect the line and reprime. Pt recovered from surgery and cared for in the open heart unit. Transfused with numerous units of blood/blood products; developed dic and acute renal failure. Ultimately became hemodynamically stable. On a later date developed atrial fibrillation, hypotension and expired. Final autopsy results still pending. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).